Manufacturer narrative:
Lot number ¿ 18k012 and 19b023. Fourteen single-use devices were returned at the plant for evaluation. For thirteen devices, visual inspection revealed fluid inside the bags that contained the returned samples. When the units were removed from the bag, the cause of the fluid was found to be untightened blue winged luer caps. A functional leak test was performed by filling the samples with water and manually tightening the blue winged luer caps. During and after fill, no signs of a leak were observed from the any of the samples. The reported condition was not verified. The samples were found to be conforming product. For one device, visual inspection noted fluid inside the bag that contained the device. Further inspection revealed that the bladder of the device had ruptured. Microscopic examination revealed no abnormality that would cause or contribute to the rupture. The reported issue was verified. The cause of the leak was determined to be a ruptured bladder. The cause of the ruptured bladder was not determined. One companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The companion sample was found to be conforming product. A photograph of one device was also provided for evaluation. Visual inspection of the photograph revealed a leak inside the bag that contained the device. Further inspection revealed that the leak was coming from the blue winged luer cap. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 26 </noe> malfunction events. It was reported that twenty-six small volume folfusors leaked. Of the 26 events, 14 devices leaked from an unspecified location, 4 devices leaked from an unspecified cap, and 8 devices leaked from the blue winged luer cap. All 26 events occurred after filling. There was no patient involvement. No additional information is available.